Manufacturer narrative:
Patient was presented with grinding and retropatellar pain and was treated with subchondroplasty on (B)(6) 2015. Clinical notes from (B)(6) 2015 indicated no relief of pain. On (B)(6) 2016, the patient was revised to a tka. Op notes indicate the patient had ¿significant knee arthritis¿ and that the tka procedure progressed without incident.

Event description:
Tka after scp.